Event description:
It was reported that during a procedure to implant a stent into a vein graft, femoral artery to vein, the back end of the stent catheter was out of the grip handle, so stent would not deploy. A second stent was deployed successfully. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the manufacturing facility for evaluation to date. This application represents an off-label use for this device. The information for use of this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.